Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 7070340.

Event description:
It was reported that the patient was experiencing discomfort and limited range of motion in the neck from the leads that were tunneled. The physician adjusted the tunneled leads and the patient was doing well postoperatively.